Manufacturer narrative:
H.6. Investigation: customer returned (2) 1cc, 8mm, 31g syringes in an open poly bag from lot # 9063823. Customer states that there was leakage, a bent needle, and did not get the dosage. Both returned samples were examined and no bent cannula was observed. However, one sample exhibited a deformed stopper in the barrel. The remaining syringe exhibited adhesive splatter on the outer surface of the barrel. A review of the device history record was completed for batch# 9063823. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200812920] noted for cracked barrel. There was one (1) notification [200812809] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper and adhesive splatter on barrel). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula). When the plunger/stopper was exercised, there was resistance indicating insufficient silicone. Maintenance dispatch 61496 was generated during the production of this batch for dry barrels. The issue was resolved by replacing the nozzle on the silicone gun.

Event description:
It was reported that leakage occurred during use with a syringe 1.0ml 8mm 90 bx 450 mo. The following information was provided by the initial reporter, "leakage from one syringe stated, did not get dosage, had to use a second syringe stated, finding another syringe with bent needle prior to injection, could not use." 3 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syringe 1.0ml 8mm 90 bx 450 mo. The following information was provided by the initial reporter, "leakage from one syringe stated, did not get dosage, had to use a second syringe stated, finding another syringe with bent needle prior to injection, could not use." 3 occurrences were reported.